Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: all of the keypad buttons were unresponsive with contamination under the contacts of all the buttons. The display was dim and discolored.

Manufacturer narrative:
Device evaluation: on examination, the keypad cover was peeling off from the base. On testing, all the keypad buttons were unresponsive. The contrast button contact was noted to be missing. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The display screen was noted to be dim and discolored. A test display was attached to the pump and illuminated properly without discoloration.